Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is implanted with an artificial urinary sphincter (aus) and experiencing reoccurring incontinence. The patient underwent cystoscopy which showed inadequate closure of the device, not resulting in coaptation of the urethra. No additional patient complications were reported. No further information was provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient is implanted with an artificial urinary sphincter (aus) and experiencing reoccurring incontinence. The patient underwent cystoscopy which showed inadequate closure of the device, not resulting in coaptation of the urethra. No additional patient complications were reported. No further information was provided.